Event description:
Further information was received that the lead was also explanted with the exception of the electrodes. Design history records were reviewed for the lead. The lead was confirmed to have been hp sterilized prior to distribution into the field.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient underwent emergency vns generator removal due to infection. The generator was removed and the lead was left in place. Design history records were reviewed for the device. The generator was confirmed to have been hp sterilized prior to distribution into the field. No other relevant information has been received to date.